Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported that the patient was on the way to the hospital for treatment. Information was not received if the patient was hospitalized or if they were treated for the event. At the time of this report, the patient's recovery status was not reported. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.